Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the luer of the balloon catheter was broken. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 75275, was returned and analyzed. Visual inspection of the balloon catheter showed the push button luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed electrical integrity test and the performance as per specification. In conclusion, the reported broken luer was confirmed through testing. The balloon catheter failed the returned product inspection due to a broken push button luer. If information is provided in the future, a supplemental report will be issued.